Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 26 mmol/l at the time of incident. Customer stated the other blood glucose value was 9.7 mmol/l, 6.1 mmol/l. Customer treated with manual injection. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump did not allege was under delivering. Customer did not using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.